Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported t heir back device did not seem to be working, and that they had been trying to recharge the device. It was reported that they kept seeing poor recharge quality (screen 76) and it was taking a long time to charge. Repositioning the antenna did not resolve the issue. No further complications reported/anticipated.